Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject guidewire found that the ptfe (polytetrafluoroethylene) was noted to be damaged approx. 45cm from the proximal end. The core wire distal end was observed through the distal tip. No other anomalies were noted. The resistance was encountered when advancing and withdrawn the subject guidewire was advanced in microcatheter. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that resistance was encountered after inserting and retracting of the subject guidewire many times. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the subject guidewire ptfe was noted to be damaged, the sl-10 microcatheter was flushed, and the subject guidewire was advanced and withdrawn with some friction noted, hence the reported events were confirmed. Based on the review of all available information, it is probable that the subject guidewire experienced excess torsion forces during use and retraction, hence an assignable cause of procedural factors will be assigned to as reported and as analyzed ¿guidewire difficult to advance¿ and ¿guidewire difficult to remove/withdraw¿ from catheter as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. During analysis it was also found that the subject guidewire ptfe coating was peeling. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through at an angle. An assignable cause of handling damage will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ as this issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject device was returned for analysis, and it was discovered that the subject guidewire ptfe (polytetrafluoroethylene) coating was peeling. There were no clinical consequences to the patient reported as a result of this event.